Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had fractured at the distal portion of the proximal coil. The lead was partially removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment and assorted small medial segments of insulation of the lead was returned and analyzed. Analysis revealed no anomalies regarding the returned proximal segment lead. Visual analysis indicates apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had fractured at the distal portion of the proximal coil. The lead was partially removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.